Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided information, a preanalytical issue was suspected.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for two patients when separate samples were tested five minutes apart. Patient 1: the customer noticed the ca2 calcium gen.2 results were different between the two samples for the patient. The result for the first sample was 3.18 mmol/l and the result for the second sample was 2.42 mmol/l. The first sample was repeated for calcium only and the result was 3.18 mmol/l. On (B)(6) 2017, the customer repeated the testing of all assays for the first sample. Of the data provided, only the following results were discrepant: the repeat calcium result was 2.51 mmol/l. The altl alanine aminotransferase initial result had been 63 u/l and the repeat result was 26 u/l. The astl aspartate aminotransferase initial result had been 364 u/l and the repeat result was 26 u/l. The ldhi2 lactate dehydrogenase initial result had been 689 u/l and the repeat result was 142 u/l. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. Patient 2: on (B)(6) 2017, questionable results were received for a second patient who had two samples drawn five minutes apart. It was unclear if the data provided was from the same sample or from the separate samples. The initial ggt result was 29.5 and the repeat result was 436.6. The initial total bilirubin result was 5.3 and the repeat result was 8.8. The initial glucose result was 0.73 with a data flag and the repeat result was 6.41. The initial calcium result was 1.659 with a data flag and the repeat result was 2.220. The units of measure were requested but were not provided. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The calcium reagent lot number was 25218201 with an expiration date of 31-aug-2017. The ggt reagent lot number was 248879. The total bilirubin reagent lot number was 221231. The glucose reagent lot number was 236290. The expiration dates for these reagents were requested but were not provided. The reagent lot numbers and expiration dates for the other assays were requested but were not provided. Information was provided that there was some kind of mechanical issue interfering with the cuvette washing. Based on the number of assays affected and various alarms in the analyzer trace, a reagent specific issue was unlikely.